Event description:
The patient reports that his oxygen saturation drops into the 70's spo2 when he switches to the life 2000 device and when his nasal interface tubing has kinks. No medical intervention was required, and the patient reports his oxygen saturation recovers back to 90% within 2-4 minutes. There was no allegation of a device malfunction and the device is not being returned or swapped at this time. An in-home follow-up visit by a respiratory clinician is planned for possible titration of settings and a review of device use. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The patient reports that his oxygen saturation drops into the 70's spo2 when he switches to the life 2000 device and when his nasal interface tubing has kinks. No medical intervention was required, and the patient reports his oxygen saturation recovers back to 90% within 2-4 minutes. There was no allegation of a device malfunction and the device is not being returned or swapped at this time. An in-home follow-up visit by a respiratory clinician is planned for possible titration of settings and a review of device use. This patient is an 88-year-old male who initiated life 2000 therapy approximately one week prior to this event. This patient has a history of copd, chronic respiratory failure with hypoxia, pulmonary hypertension, anemia and deconditioning. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system consists of the life2000 ventilator and compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (et tube) or non-invasively (mask, nasal pillow interface) as well as assist/control mode of ventilation. The system is suitable for use in home and institutional settings and is not intended for ambulance or air transportation. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as pulmonary fibrosis, respiratory failure, copd, emphysema, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the desaturation (noted 70% spo2) was temporary, and medical intervention was not required. The patient recovered at home within a few minutes with continued use of the life 2000 device. Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. The ultimate cause of the reported drop in oxygen saturation is unknown, but likely multifactorial including the patient's underlying pulmonary pathology, reported kinked interface tubing, and/or possibly a need for titration of device settings. There was no allegation of a malfunction, the device remains with the patient for continued use of the device pending an in-home follow-up visit. If any additional relevant details are received the complaint will be addressed accordingly. Iit is undetermined if the cause of the reported drop in oxygen saturation is related to the patient¿s oxygen needs requiring titration of the device, or a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. If any additional relevant details are received the complaint will be addressed accordingly.